Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13474 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization for pre-stent graft at the internal iliac artery, a 10mm x 34cm micrusframe18 coil (mfr181034, l13474) was used as a second coil after a prowler select plus (psp) microcatheter was delivered to starting point of the lesion. It was inserted into y-connector but the wire became broken and it was not able to be delivered. It was replaced with another coil (different lot number) and the procedure was completed. The customer states there is no additional information available.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received indicated that no excessive force was applied to the device. Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization for pre-stent graft at the internal iliac artery, a 10mm x 34cm micrusframe18 coil (mfr181034, l13474) was used as a second coil after a prowler select plus (psp) microcatheter was delivered to starting point of the lesion. It was inserted into y-connector but the wire became broken and it was not able to be delivered. It was replaced with another coil (different lot number) and the procedure was completed. Additional information received indicated that no excessive force was applied to the device. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device l13474 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ damaged¿ could not be confirmed. Based on the mre, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.